Manufacturer narrative:
Product event summary: the balloon catheter, 2af283 with lot number 06357 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach was observed. Dissection showed a guide wire lumen breach at 1.40 inches from the tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guidewire lumen breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: product event summary: the balloon catheter, 2af283 with lot number 06357 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact. Pressure test revealed a leak through the guide wire lumen, the balloons integrity was intact; no breach was observed. Dissection showed a guide wire lumen kink and breach at 1.40 inches from the tip. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the returned product inspection due to a guidewire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that six injections were performed with the balloon catheter. Also, temperatures did not go below thirty five degrees celsius at the first injection. Pending analysis/investigation of the returned device. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter became stuck inside the balloon catheter. Additionally, an unknown system notice was received indicating fluid was detected. The case was able to be completed with cryo. Additional information indicated that during a preventative maintenance visit, blood was observed in the coaxial connector of the console. The console was serviced as appropriate. No patient complications have been reported as a result of this event.